Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned stuck in a gauze, with moisture, residue/debris on product. Visual inspection found haptic torn, with residue on surface. Claim# (B)(4).

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -15.00/1.0/066 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to pupil block with elevated iop(57mmhg), angle closure with elevated iop(57mmhg), significant reduction of irido-corneal angles, transient loss of bcva, excessive vault, iris atrophy, blurred vision, and unreactive(fixed) pupil being observed. Cause of the event is reported as unknown and patient related factor.